Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device has a black display for 10-15 seconds during power on. There was no reported adverse patient impact.